Event description:
A nurse in (B)(6) reported to our country manager that a vns patient who was implanted the (B)(6) had an infection at the generator site. Antibiotics did not resolve the patient's infection. The infection was first noted on (B)(6) 2010 as there was swelling at the generator site. An incision and drainage was performed on (B)(6) for evacuation of pus and the patient had a positive culture that was sensitive to oxacilline and amoxi-clavulane acid. The patient received augmentin 3x300 mg and despite the treatment had a 104 fever and swelling over the generator again. On (B)(6) exploratory surgery was done, no pus was seen, cultures were taken again and the pocket site was cleaned with povidene iodine, culture taken was gram +. And contained (B)(6). The patient had their vns system explanted and it is at the manufacture pending completion of product analysis. The parents of the patient do not think there was any trauma or manipulation at the generator or neck sites that may have attributed to this infection event.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.